Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204, exposed wires) has been confirmed. Upon investigation the trunk cable was severed and missing and the trunk cable connector, j702 was pulled from the distribution node (dn) pca. The cause of the service code 204 was damage to the trunk cable. The root cause for the damaged cable was physical abuse. Device evaluation of monitor sn 07008335 has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Root cause investigation of similar failures has determined that damage to the electrode belt trunk cable can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective electrode belt and damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that wires were exposed on the patient's electrode belt.